Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to shorted windings. The system board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.